Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons nonfunctional) was confirmed. Upon evaluation, the rear response switch was contaminated causing intermittent connection. The cause of the inability to activate the monitor is the contaminated switch. Additionally, the front response button switch dome was concaved, causing it to be non-functional. The root cause of the rear contaminated switch is liquid ingress of an unknown contaminant. The root cause of the missing front concaved switch dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons nonfunctional) was confirmed. Upon evaluation, the rear response switch was contaminated causing intermittent connection. The cause of the inability to activate the monitor is the contaminated switch. Additionally, the front response button switch dome was concaved, causing it to be non-functional. The root cause of the rear contaminated switch is liquid ingress of an unknown contaminant. The root cause of the missing front concaved switch dome cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.